Event description:
Dr facility alleges that dialyzer leaked during treatment. Dialysis was stopped and all new system was put in place. Treatment was resumed without further incident. Ebl> 100cc. No pt injury reported.